Manufacturer narrative:
Date sent: 2/11/2016. Added additional information batch # (B)(4). The analysis found that one long60a device was returned in good visual condition and with seven cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that after a sleeve gastrectomy procedure, the surgeon inspected gastric specimen and noticed that staples were not formed in one section of the specimen. Inspection of the gastric sleeve revealed that the staple line appeared to be intact. Case was already completed. There were no patient consequences reported.